Event description:
The customer reported that the pump has been sent to a patient and was found turned off and the patient was found subconscious with hypoglycemia. Additional information received: the customer is trying to determine if the issue was a pump problem or a human problem. The patient ate the night before. The pocket of ae has passed very little over the night. It is unknown when the pump turned off. The volume of infusion was 1000 ml prescribed from 8p.m. To 10a.m. But the total volume actually spent was minimal, it is difficult to quantify. The patient was found unresponsive, sweaty with a history of diabetes. Blood glucose was taken directly. 0.48 g, read with the freestyle sensor. The state of the patient after the incident is unresponsive. The patient does not respond to requests. The patient was on a subcutaneous insulin pump.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The service history record was reviewed showing this was the first time this unit was returned to the service center for service. The reported failure mode could not be duplicated. The device passed all functional testing. In the meantime, all information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.